Manufacturer narrative:
D2. Device type name - correction - inadvertently reported generator instead of lead in the initial MDR submitted.

Event description:
During a periodic review of programming history database high impedance was found for a patient. No known surgery has occurred to date. No additional relevant information has been received to date.